Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex esophageal fully covered stent was implanted in the esophagus to treat a malignant stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, 9 days post stent placement, it was noted that the stent migrated. The physician tried to retrieve the migrated stent using rat tooth forceps; however, the stent suture broke. As the migrated stent was not covering the entire stricture, the physician decided to place a wallflex esophageal partially covered stent within the migrated stent (stent in stent). When the partially covered stent was inserted, it ended up pushing the fully covered stent further into the stomach. The fully covered stent was retrieved from the stomach using rat tooth forceps and the procedure was completed with the wallflex esophageal partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.